Manufacturer narrative:
H4: the device was manufactured from may 11, 2022 - may 12, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation with 41ml of fluid in the bladder. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the results met specifications. The reported condition was not verified. The device was found to be conforming product. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. Medication remained in the device and had not been delivered to the patient after 48 hours of therapy time. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.